Manufacturer narrative:
Insulin pump was received with case cracked behind pump at the corner of belt clip rails, case cracked behind pump near battery compartment, broken reservoir tube lip and missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump ring at the top of the reservoir compartment was cracked below the casing. Blood glucose was unknown at the time of incident. No symptoms or treatment reported. Troubleshooting was not performed. Product was returned for analysis.